Event description:
Resident found between bed and desk (see attached diagram) with right arm under the side bar of the merry walker. Resident is frequently in this device. No preveious episodes of tipping occurred with this resident. She is 5'1" tall weights 102.7 lbs. Able to walk quite well with some memory loss. Resident received a 3 cm skin tear on right elbow.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.